Event description:
The customer observed a fluid leak of 10cc of a unicel dxh 800 coulter cellular analysis system during shutdown. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/07/2015. The fse found a popped off check valve at the diff chamber. He trimmed the tubing on both sides of check valve, cv240 and reinstalled cv240 which fixed the leak. The repairs were verified per established service procedures. (B)(4).